Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse did test drive on system and no errors occurred. Fse review logs and error 23087 on hal encoder only occurred on 6/9/25 when issue was called in. Fse replaced universal surgical manipulator (usm) 2 for customer satisfaction. Fse replaced pn: 380666-25 usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were repeated errors on arm 2. The staff initially attempted to resolve the issue by power cycling the system multiple times without success. The support team then guided the staff through a hard power cycle of the system. Despite this effort, error 23087 persisted on universal surgical manipulator (usm) 2. The team decided to convert to a second da vinci system. After the system was moved out of the operating room, a representative returned to the site and restarted the system, at which point no errors were present.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was able to start on the system in normal mode and accept different instruments with no errors. The unit was installed on a patient side cart (psc) fixture test platform (pftp) where it passed fiber power, sine cycle, carriage strength check, and insertion friction tests. The carriage instrument sterile adapter (isa) board and rotor mirrors were visually inspection. No factors were found that could contribute to the reported event. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an issue with the isa board and rotor sensors in the usm. This issue can be resolved by fse replacement of the usm.

Event description:
Refer to h11 for follow-up information.